Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while troubleshooting a "t: connect issue" with a cleo® 90 infusion set at her health care provider's office, the patient accidentally pulled out her site. The patient's blood glucose levels were 97mg/dl at the time of the event. Patient was going to insert a new site. No permanent injury was reported.